Manufacturer narrative:
UDI not available as the product information was not provided.

Event description:
Voluntary medwatch received states that the patient's right atrial lead exhibited variable and low pacing impedance, insulation damage, and under-sensing, leading to detection issues. No intervention was reported. The lead remains implanted and in service. There were no patient consequences.